Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, usage of the system was unknow. When the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the geometric movement was not functioning. Review of logfile shows that the malfunctioning geo-pc, after further investigation fse identified that both the table and c-arm were having issues and power supply was restating continuously. The fse replaced the geo-pc. After replacement of geo-pc, system was returned to use in good working order.the codes were updated based on the investigation outcome.the evaluation method code was corrected.

Event description:
It was reported to philips that the allura xper geometric movement was not functioning. No patient harm was reported. A philips engineer visited site and replaced power supply as per the procedure. The device was returned to expected functionality.